Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow, down arrow and contrast key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to peeling along the side and the button symbols were worn off the pump. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and there was evidence of contamination observed under the up arrow, down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).